Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The device has been received; evaluation yet to begin. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: foreign body granulomatous reaction

Event description:
Patient reported right side swelling, pain, and exchange from textured to smooth due to their concern of the product. Healthcare professional later reported via pathology inflammation and foreign body granulomatous reaction and capsular contracture, baker grade ii. The device has been explanted and replaced.